Event description:
When removing the trial liner the surgeon was delayed and frustrated because the screwdrivers were stripped making the liner removal difficult. Update-02/10/2015-product received. Upon review of returned product, the MDR decision is being changed from no to yes. This complaint was updated 02/13/2015 tsk.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Examination of the returned devices confirms the hex screwdriver tips are damaged/worn. The tips are rounded/worn suggesting heavy usage. A complaint database search on the provided product code identified similar reports which were attributed to product wear out and or misuse. Based on the root cause of product wear out, corrective action is not needed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.